Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was electromagnetic field (emf) noise coming from the base of the system-1. The effect of this was seen on the patient monitor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Clinical review summary: this is a known phenomenon with all roller pumps (from all manufacturers) and has been reported during cpb, extra corporeal membrane oxygenation (ECMO), and dialysis. As the roller pumps squeeze the polyvinyl chloride (pvc) tubing in the roller race, a piezoelectric charge is generated. This charge results in interference of the ECG trace on the patient monitor. Generally, this is due to poor ECG signal from high impedance (dry electrodes, faulty leads, bad ECG cables, and/or cold temperatures and low humidity).

Manufacturer narrative:
Frequently this issue can be resolved with new electrodes, new cables, and better skin preparation. According to the complaint, there were no functional issues and the case was completed successfully without delay and without associated blood loss. There was no harm reported.